Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for unknown indication for use. It was reported that the patient requested education on how to communicate with ins. Agent walked the patient through communicating with ins on call and the patient reported getting "internal device has lost all data, contact your clinician" message. The patient was implanted yesterday and stated they were told to turn on device and set amount of stimulation, but stated they have not been able to. It was determined the patient was attempting to communicate with ins by putting communicator over handset. Provided education on how to communicate with ins (to put communicator over ins). The patient confirmed understanding following education. They initially getting application timed out message. Reviewed message meaning with the patient. The patient confirmed understanding. Patient stated there was only an option to end session. Reviewed message meaning with the patient. The patient pressed end session and stated this closed out of mytherapy app. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. There were no patient complications reported as a result of this event.